Manufacturer narrative:
UDI number: (B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was requested for return by the manufacturer and has yet to be returned. A supplemental report will be submitted upon evaluation of the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported to the (B)(6) registry that a 23mm 3000tfx pericardial aortic valve was explanted after an implant duration of four (4) years, one (1) month due to severe aortic stenosis. The explanted valve was replaced with a 27mm 11500a pericardial valve. Good function was observed with no paravalvular leak. There were no complications and the patient tolerated the procedure well. The patient was taken to the ICU in stable condition. The patient was discharged home in stable condition on pod #8. This patient is a (B)(6) year old male with a history of congestive heart failure, atrial fibrillation, hypertension, trace-mild mitral regurgitation

Manufacturer narrative:
H10: additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device was returned for evaluation. As received, report of aortic stenosis was confirmed through observed calcification and host tissue overgrowth. Commissure 2 appeared bent inward. X-ray demonstrated moderate calcification was observed on all three leaflets. Extrinsic calcific deposits were observed on the outflow aspect of all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1 mm on leaflet 1 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6 mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing cloth and silicone of sewing ring had multiple cuts around the valve. Metal band was exposed at leaflet 2. Suture threads remained attached to the sewing ring. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. In this case, the root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.